Event description:
It was reported to manufacturer that the vns patient experiencing an increase in seizures; however, the neurologist believed that the increase in seizures was due to the generator being at end of service at that time. The physician had noted that "diagnostics suggested that the battery was weak." A battery life calculation was performed with the available programming history, which supported the end of service claim. The patient had a generator replacement surgery and the explanted device was returned to manufacturer for analysis. Analysis identified that the device was not at end of service, however, the elective replacement indicator (eri) was set to yes. It is unknown if the increase in seizures was above, below or back to pre-vns baseline and if any programming or medication changes contributed to the event. It is also unknown if the device was able to deliver the programmed settings at the onset of the increase in seizure activity. Good faith attempts to obtain additional information have been unsuccessful to date.